Manufacturer narrative:
The software analysis was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Foreign country: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the health care profession was stating their concern about the accuracy of the procedure. The manufacturer representative (rep) went for an operating room (or) support to check all the setup. The setup was correct. The emitter was put in correct position and the emitter field was correct. The patient tracker was put correct also and registration went well. They tried a couple of times and registration was always working properly. They used 2 series for registration and it works well always. They had an inaccuracy of 4-5mm on the skull base. Even taking another series, the inaccuracy was the same.